Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 137 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer was assisted with clearing the alarm. The customer confirmed that it was not possible to manually fill the tubing. The customer was advised to execute a complete set change and to fill the cannula; no motor error occurred. There was no mention of whether the pump was able to be rewound. No products were shipped or returned; only troubleshooting occurred.